Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counters (sic) and impedance variation. It was noted that the patient had a concomitant implanted device that put out pulses synced to ventricular events that may have contributed to the sic. The lead remains in use. No patient complications have been reported as a result of this event.